Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the orientation of the cad model of the tricut blade would rotate to the incorrect orientation without prompt from the user. It was noted that when on the left side of the anatomy, the blade would appear on the right. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.